Manufacturer narrative:
Pina-vaz, t., costa silva, a., henriques, m., antunes, h., dias, p., martins-silva, c., silva, j. A., & morgado, a. (2026). Real-world comparison of rezum water vapor therapy and transurethral resection of the prostate using a pragmatic composite definition of procedural success. World journal of urology, 44(1), 196. Https://doi.org/10.1007/s00345-026-06315-2. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a literature article published in the world journal of urology that a multicenter retrospective cohort study was conducted to compare the clinical outcomes, safety, and efficacy of rezum water vapor therapy compared to transurethral resection of the prostate (turp) for treatment of benign prostatic hyperplasia (bph). 96 patients were treated between january 2020 and december 2024 at three centers using the rezum system. Routine assessments were performed at 1, 3, 6, and 12 months post-procedure. Within the first postoperative month, the following complications were reported in patients treated with rezum: storage symptoms (31.3%), voiding symptoms (10.4%), gross hematuria (3.1%), urinary tract infection (5.2%), acute urinary retention (13.5%), and hospital readmission (4.2%%). Over follow-up, retreatment was required in 46.9% of patients, including both medical therapy restarted (33.3%) and surgical interventions (13.5%). Surgical retreatment consisted of turp (10%), re-treatment with rezum (1%) and enucleation (2.1%). Early retreatment (within 12 months) occurred in 14.6% of patients, while late retreatment (after 12 months) occurred in 32.3% of patients. Ejaculatory function was preserved in 87.5% of patients, and de novo erectile dysfunction occurred with 1% of patients. No device-related malfunctions or failures specific to the rezum system were identified in the article.